Event description:
The customer observed false positive architect total b-hcg results on one (B)(6) yr old female patient. The results provided were: on (B)(6) 2021 initial=4064.18 miu/ml (>or=25.00 miu/ml=positive)) / patient went to another hospital=0.07 miu/ml and 0.11 miu/ml (negative on unknown analyzer) /physician questioning the architect results, repeated on (B)(6) the same sample from (B)(6) 2021 on architect=<1.20 miu/ml(<or=5.00 iu/l=negative). The patient was diagnosed as ectopic pregnancy due to the false positive result on (B)(6) 2021 from architect i2000sr processing module and inconclusive b-mode ultrasound result. The patient was hospitalized for two days to abort the pregnancy. There was no operation performed after determined negative b-hcg results. The unnecessary blood work and examinations performed during hospital stay, then discharged with no resulting patient harm. No further impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) determined crystals on the outside of the sample pipetting opening and surmised the crystals may have fallen into the reaction vessels causing erroneous results. Service determined the pipettor (rohs)_part number 7-78479-04 the likely cause and cleaned the part to resolve the issue. A review of the architect I processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the pipettor (rohs)_part number 7-78479-04. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems and resolving the customer¿s issue. The architect i2000sr service and support manual contained adequate information for the troubleshooting the part. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect I serial number (B)(6), or the pipettor (rohs)_part number 7-78479-04.